Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook instrument (pch) would not rotate or move the way the surgeon wanted while on the console. The procedure was completed with no reported patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument showed slight resistance and moved in the wrong direction, but not as intended by the surgeon. No uncontrolled motion, patient injury, or visible damage (tips or cables) was reported.